Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.

Event description:
Boston scientific received information that a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that this right ventricular (rv) lead had issues with myopotential oversensing. Device therapies were turned off, and per family wishes, no further intervention was going to be pursued. There were no adverse patient effects reported with observation. Subsequent information was received that the patient had died; no field allegations were reported that the device system caused or contributed to the patient's death. The lead was not returned to boston scientific.